Manufacturer narrative:
Additional information was provided and is available in: (date of birth). (Event date). (Event description). (Date received by the manufacturer and PMA/510(k) number). The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease filter. The device was implanted into the patient¿s right groin region. The device in the patient was positively identified by medical records. On or about three years and six months, the patient underwent an examination. The inferior vena cava filter (ivc) filter was noted to be a level below the renal veins along with coronary artery calcification in the region. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. According to the information received in the patient profile form (ppf), the patient reports suffering from anxiety.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease filter. The device was implanted into the patient¿s right groin region. The device in the patient was positively identified by medical records. On or about three years and six months, the patient underwent an examination. The inferior vena cava filter (ivc) filter was noted to be a level below the renal veins along with coronary artery calcification in the region. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. Per the patients medical records, the patient had a history of gi bleed and, at the time of implant, had a mediport placement in the left chest. According to the information received in the patient profile form (ppf), the patient reports sharp neck pains and anxiety.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had implant of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of gi bleed and, at the time of implant, and had a mediport placement in the left chest. On or about three years and six months, the patient had a scan that revealed the inferior vena cava filter (ivc) filter was below the renal veins along with coronary artery calcification in the region. Per the patient profile form (ppf), the patient reports sharp neck pains and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Calcification is the accumulation of calcium salts in a body tissue. It is transported through the blood stream. Calcification normally occurs in the formation of bone, but calcium can be deposited abnormally in any part of the body, causing it to harden. Calcification within a patient does not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to section (product code).

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant a trapease inferior vena cava (ivc) filter. The device was implanted into the patient¿s right groin region. The device in the patient was positively identified by medical records. On or about three years and six months, the patient underwent an examination. The inferior vena cava filter (ivc) filter was noted to be a level below the renal veins along with coronary artery calcification in the region. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Calcification is the accumulation of calcium salts in a body tissue. It is transported through the blood stream. Calcification normally occurs in the formation of bone, but calcium can be deposited abnormally in any part of the body, causing it to harden. Calcification within a patient does not represent a device malfunction. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease filter. The device was implanted into the patient¿s right groin region. The device in the patient was positively identified by medical records. On or about three years and six months, the patient underwent an examination. The inferior vena cava filter (ivc) filter was noted to be a level below the renal veins along with coronary artery calcification in the region. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body.